Manufacturer narrative:
Patient's weight unavailable. Patient was latino and a corresponding race option is unavailable. No further information has become available. Relevant tests/laboratory data unavailable. Attempts to obtain the information have not been successful. Other relevant history unavailable. Attempts to obtain the information have not been successful. Device lot number and expiration date unavailable. The device was discarded, thus no investigation could be completed. Device manufacture date unavailable because lot number unavailable.

Event description:
A lead extraction procedure commenced to remove 3 leads: an active right atrial (ra) and an active right ventricular (rv) pacing lead, and a capped, abandoned rv lead, due to attempting removal of the redundant lead and to upgrade to an ICD lead. Spectranetics lead locking devices were inserted into the leads to provide traction to aid in the leads'' extractions. The active ra and rv leads were successfully extracted using a spectranetics 14f glidelight laser sheath. The extractor then attempted to remove the capped and abandoned rv pacing lead with a 16f glidelight device. The rv lead came out of the rv, but the extractor was having difficulty removing the lead from the body. This rv lead was finally extracted and was removed through traction, removing the glidelight device from the body as well, due to a large fibrosis being present at the tip of the lead that could not be removed through the glidelight device. A minimal to trace effusion was detected at that time, and anesthesia noted that the patient's left ventricular (lv) function was way down. The heart surgeon was called in, and no intervention was made at that time. Tract to minimal effusion remained present on transesophageal echocardiography (tee) but the patient's blood pressure was dropping. The surgeon was called back into the room again, and anesthesia noted significant tricuspid regurgitation, a dilated right ventricle and an "empty" left ventricle. Rescue efforts began, including placing a femoral arterial line. An effusion was discovered around the patient's liver and the conclusion was made that there was a tear in the inferior vena cava (ivc)/right atrial (ra) junction. A rescue balloon was used. Interventional cardiology and vascular surgeons scrubbed in and they wanted to put a stent in the hepatic/ivc/ra junction but at that time there were none available on site, so a stent was brought in from another hospital and placed into the patient. After the stent was placed, the patient's blood pressure stabilized and with use of contrast, there was no noticeable tear on fluoroscopy. Excess fluids were drained from the chest at that time. However, anesthesia noted that the placement of the stent was occluding the patient's ra. The vascular team attempted to drag the stent back farther into the ivc with use of the rescue balloon; however, after this attempt, the stent began embolizing into the right ventricle (rv). The patient did not survive the procedure. The cause of the patient's death is unknown and further detail is unavailable. This report is being submitted to capture the 16f glidelight device which was in use at the time the initial effusion was detected. There is no alleged malfunction of any spectranetics device in use during the procedure.